Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The caller mentioned that the pump had physical damage as well. The caller did not mention how they treated. The caller did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be contacted. The insulin pump will not be returned for analysis.